Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. However, the customer indicated the fault was isolated to the mfc cable. The mfc cable was not returned to zoll medical for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge via paddles.complainant indicated that there was no patient involvement in the reported malfunction.